Event description:
The complainant reported that the automated impella controller (aic) experienced a controller error alarm at the end of the case. Additionally, it was reported the soft keys froze, the white plug was pulled to shut the pump off. There was no patient harm reported.

Manufacturer narrative:
The investigation into the controller error/kbd knob issue has been completed. The impella automated controller was returned for investigation. The data logs from the reported day of event are consistent with the complaint and show alarm #24 (controller error due to kbd comm loss) preceded by imc-kbd error (kbd is keyboard error) messages indicating communication issue. Shortly after the alarm, the console registered multiple keypresses, but reportedly the software did not respond to the keypresses. The pump was unplugged, and the console successfully shut down (confirming that rotary push-button was operational, and software was responsive). The issue was not reproduced during testing of the returned product, and there was no damage to any components observed during inspection. Due to the hazard associated with this malfunction presenting during active support (rather than during aic boot-up sequence), it is recommended that all components that might have contributed to this issue are considered suspect and are to be replaced. The cause of the issue was not determined since the issue could not be reproduced. This report is being filed as part of a retrospective review of historical records.